Manufacturer narrative:
It was reported that a patient underwent a redo pulmonary vein isolation (pvi) procedure which included the use of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the patient experienced possible air embolism, st elevation and asystole that required reanimation (resuscitation) and extended hospitalization. During post map, the anesthesiologist noticed st elevation and shortly after, blood pressure dropped, and the patient went asystolic. The patient had to be ¿reanimated¿ (resuscitated). Coro angiography, ultrasound, and cranial computed tomography (CT) (to exclude bleeding) were performed. Ultrasound showed no sign of tamponade. Coro angiography showed no blockages. However, st elevation started soon after a quick switch from octaray to qdot and back to octaray. Therefore, an air embolism was suspected. Additional information was received on 17-apr-2024. The physician's opinion on the cause of this adverse event was that it was procedure related. The most likely cause is that mishandling of the steerable sheath caused air to be introduced to the system, leading to an air embolism. The patient has improved but was still hospitalized with a severely reduced ejection fraction. However, follow up testing led the physicians to conclude that this is likely due to a pre-existing condition and not the intervention provided. Relevant history includes cardiomyopathy / comorbidities. No servicing is needed for the pump/generator. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A device history review was performed for the finished device number lot 00002392 and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician's opinion on the cause of this adverse event is procedure. The most likely cause is that mishandling of the steerable sheath caused air to be introduced to the system, leading to an air embolism. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli; in order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient; careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement and placement through a guiding sheath should be done using a combination of visual aids available, fluoroscopic guidance and/or intracardiac ultrasound. Intracardiac signals are not recorded from electrodes placed on the sheath. In addition, extra care should be taken while inserting, aspirating, and manipulating the guiding sheath. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a redo pulmonary vein isolation (pvi) procedure which included the use of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the patient experienced possible air embolism, st elevation and asystole that required reanimation (resuscitation) and extended hospitalization. During post map, the anesthesiologist noticed st elevation and shortly after, blood pressure dropped, and the patient went asystolic. The patient had to be ¿reanimated¿ (resuscitated). Coro angiography, ultrasound, and cranial computed tomography (CT) (to exclude bleeding) were performed. Ultrasound showed no sign of tamponade. Coro angiography showed no blockages. However, st elevation started soon after a quick switch from octaray to qdot and back to octaray. Therefore, an air embolism was suspected. Additional information was received on 17-apr-2024. The physician's opinion on the cause of this adverse event was that it was procedure related. The most likely cause is that mishandling of the steerable sheath caused air to be introduced to the system, leading to an air embolism. The patient has improved but was still hospitalized with a severely reduced ejection fraction. However, follow up testing led the physicians to conclude that this is likely due to a pre-existing condition and not the intervention provided. Relevant history includes cardiomyopathy / comorbidities. No servicing is needed for the pump/generator.